Event description:
The pt fell and hit their head a few days after the stenting procedure. At the one month follow-up, the pt had a worsening of the right leg weakness that was present prior to the stenting procedure. Results of the cts noted a possible subacute infarct.

Event description:
Further information from the CT scan report a right temporal lobe ischemia. This event was a stroke.